Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that after the insulin pump was exposed to rain in (B)(6) 2013, the screen went blank and the buttons became unresponsive. Customer's blood glucose value is unknown. During troubleshoot, she found an unexpected restart alarm, a displayable history check failed on startup and an external ram error alarm in the alarm history. She stated that the device was currently functioning. She was advised to monitor the device. The insulin pump was not replaced or returned for analysis.